Event description:
The patient's mother reported that during a correction bolus, the controller initially delivered 3.05 units of insulin. The controller did complete the bolus and provide the expected completion tone. The bolus progress bar restarted and appeared to initiate delivery of an additional 3 units. The patient's mother attempted to cancel the bolus during the second delivery, but the controller was reportedly unresponsive until it was powered off. Upon restarting the controller, the system displayed 5 units of insulin on board rather than the intended 3.05 units. The patient's mother noted that the event occurred approximately 30¿60 minutes after the pod lost communication with the dexcom g7 sensor. Additionally, connectivity issues between the controller and sensor throughout the day were reported. Medical attention was not required. Dexcom was notified of this event on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown.omnipod software app version: 4.0.2.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: g7.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.